Event description:
During product evaluation, failure code 703 was found in the pump's event history. It is unk when this failure code occurred or if there was any pt injury of med intervention necessary. No additional info is availble.